Manufacturer narrative:
Remote support was provided, the device was experiencing a power malfunction, specifically, the heartstart xl+ does not turn on. The device was referenced and cross-checked with another working device, it was found the processor pca is faulty. The device is confirmed to have reach it's end-of-life (eol). The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol) and end of service (eos). No repairs were performed by philips. The device is removed from service and remains at the customer site.

Event description:
It was reported to philips that a power malfunction error occurred. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.